Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) (year not specified) at an unknown time. The patient claimed he manages his diabetes with pills and diet/exercise. Despite the alleged issue, the patient claimed he continued to taking 2 oral pills per day in the morning as usual. A day after the alleged issue began, the patient reported having symptoms of frequent urination, thirsty, loosing balance, and was unable to see well. Regardless of his symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the correct test strips were not used, the patient was not a first time user of the subject meter, the meter was not misused, and the meter needed a new battery. The battery was replaced; however the alleged power issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.